Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified. The foreign material was unable to be identified. The event likely occurred due to mishandling at the facility. Reprocessing steps are described in the instruction manual in the following chapters: chapter 6 compatible reprocessing methods and chemical agents chapter 7 cleaning, disinfection, and sterilization procedures additional the instructions for use state: "1) do not coil the insertion tube or universal cord with a diameter of less than 12 cm. Equipment damage can result. 2) do not attempt to bend the endoscope¿s insertion section with excessive force. Otherwise, the insertion section may be damaged. 3) do not apply shock to the distal end of the insertion section, particularly the ultrasound transducer and the objective lens surface at the distal end. Visual abnormalities may result. 4) do not twist or bend the bending section with your hands. Equipment damage may result. 5) the endoscope¿s remote switches cannot be removed from the control section. Pressing, pulling, or twisting them with excessive force can break the switches and/or cause water leaks." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned and evaluated by olympus. In addition to the findings in b5, evaluation found the following: low angle formation, decreased angulation, the bending angle in the up/down/left/right directions did not meet the standard value due to wear of the angle wire, the up/down/left/right knobs play exceeded the standard value due to angle wire wear, the forceps channel port has a recess, a deformation of the lock engagement lever prevents the up/down knob from locking securely, missing the ultrasound echo signal, the number of missing items exceeds the standard value due to damage to the ultrasonic cable, the moisture removal ability does not meet the standard value due to nozzle clogging, the adhesive on the bending section cover rubber had come off, the suction cylinder had been cut, switch 1 had a cut, scratches and damage to the tip of the distal end, the universal cord had scratches, there was a scratch on the image guide protector, scratch on the suction cover, scratch on the grip, scratch on the connecting tube, scratch on the switch box, scratch on the scope connector, and a scratch on the light guide cover glass. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if additional information becomes available.

Event description:
The customer reported to olympus that the evis exera ii ultrasound gastrovideoscope ultrasound image was not good. The issue was observed during an unknown procedure. No patient harm was reported with this event. During the inspection, the field service technician found a cut on ultrasound probe and low angulation. The device was returned to olympus for a device evaluation and the customer¿s allegation was confirmed. The number of missing items exceeds the standard value due to damage to the ultrasonic cable. The evaluation also found that the forceps elevator had a yellowish/brown foreign material, and the acoustic lens had a scratch which reaches to the glue layer. This medical device report (MDR) is being submitted to capture the reportable malfunction found during the device evaluation.